Event description:
Following an intravenous infusion of 41.4mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2a after treatment. After the procedure, the patient suffered an intracranial bleeding at the basal nuclei area at the treatment side. Surgical decompression was performed to treat the hemorrhage. The physician stated that it is possible that the intracranial bleeding may be caused by using the subject retrieval device.

Event description:
Following an intravenous infusion of 41.4mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2a after treatment. After the procedure, the patient suffered an intracranial bleeding at the basal nuclei area at the treatment side. Surgical decompression was performed to treat the hemorrhage. The physician stated that it is possible that the intracranial bleeding may be caused by using the subject retrieval device.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.